Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was loose and does not stay affixed on the pump. In addition, it was reported that the wake button is intermittently "sticky" there was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support, and declined to provide further information.